Manufacturer narrative:
(B)(4). The magnetic resonance imaging scanning was performed, which showed that the burst fracture had completely collapsed, and he had no neurologic deficits, but had some stretching of the spinal cord at the t3 level.

Event description:
On an unknown date, the patient was involved in a motor vehicle accident and had a severe fracture of t3. At that time, he had minimal displacement of the fracture. He was placed in a cervicothoracic brace for his c2 laminar fracture, c6 laminar fracture, and his burst fracture at t3. On an unknown date, the patient presented for a follow up and he was not wearing his brace. He stated that he had not been wearing it. The patient now has developed a significant kyphotic deformity at the cervicothoracic area. The patient presented with the following pre-operative diagnoses: kyphotic deformity status post t3 burst fracture with progressive deformity and pain. The patient underwent following procedures: posterior decompression c7-8 nerve roots bilaterally; insertion of pedicle screw fixation at c7,t1,t2,t3,t4,t5,t6; posterior fusion c7 to t6 with bone morphogenic protein, matrix and local bone graft; application of bone stimulator. Per the op notes, the sponges were soaked for one hour and filled with the bone graft. These were laid in the midline on the right and left handed sides from c7 to t6. Bone graft was then placed. The motor and sensory evoked potentials were completely normal throughout the procedure. No patient complications were noted.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.